Event description:
It was reported that the patient underwent a posterior spine fusion. No details regarding this surgery or any devices used have been provided. At 559 days post-op, the patient presented reporting constant low back pain which radiates down the posterior aspect of the thighs and legs. The patient described the pain as sharp, stabbing, electrical and shooting. Per the physician's notes, "there is pain and myospasms produced on palpation over the paravertebral muscles of the lumbosacral spine. Deep pressure over the right and left lumbar facets at the level of l3 through s1 produces radiating pain and reproduces part of her pain complaints low back pain with lumbar radiculopathy. Rule out herniated nucleus pulposus of the lumbar spine." Between 1526 days post-op and 2135 days post-op, the patient presented for follow up on 18 separate occasions reporting continued lower back pain radiating to the lower extremities. The patient was diagnosed with failed lumbar spine surgery syndrome post posterior spine fusion. At 2163 days post-op, the patient presented for follow-up reporting continued lower back pain radiating to the lower extremities. The patient was advised to check with her family physician regarding hypertension. At 2219 days post-op, the patient presented for follow-up reporting continued lower back pain radiating to the lower extremities. The patient was diagnosed with failed lumbar spine surgery syndrome post posterior spine fusion. Per the physician's notes, "the patient states that the medication that we gave her is not enough to control the pain. However, we are reluctant to increase the medication at this point." Between 2247 days post-op and 2303 days post-op, the patient presented for follow-up on 3 separate occasions reporting continued lower back pain radiating to the lower extremities. The patient was diagnosed with failed lumbar spine surgery syndrome post posterior spine fusion. At 2331 days post-op, the patient presented for follow-up reporting continued lower back pain radiating to the lower extremities. The patient was diagnosed with failed lumbar spine surgery syndrome post posterior spine fusion. Per the physician's notes, "the patient has tested negative for fentanyl and was made aware that if she tests negative again for medications like norco and fentanyl one more, we will have to discontinue the treatment. Between 2359 days post-op and 3759 days post-op, the patient presented for follow-up on 26 separate occasions reporting continued lower back pain radiating to the lower extremities. The patient was diagnosed with failed lumbar spine surgery syndrome post posterior spine fusion." At 3647 days post-op, the patient presented with lumbar pain. Per the physician's notes, the patient underwent "lumbar laminectomy and fusion with instrumentation in 2002. The patient continued to have problems, and in 2003" recommended another surgery, but the patient decided to continue conservative treatments. The patient continued to complain of ongoing lumbar pain with clinical symptoms of radiculopathy. She has considered the possibility of removing the hardware still on her left side. She is in the process of withdrawing from opioid medications following recommendations from odg." The patient's medical records indicate repeated positive drug screen for thc. It is alleged that the patient received bmp, and further, that the patient has developed chronic pain, acute numbness, urogenital problems, difficulty swallowing and throat swelling.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.